Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and the wall adapter. Reportedly, the customer continued to use pump for insulin delivery. Customer¿s blood glucose value was 98-173 mg/dl.